Manufacturer narrative:
Additional information was added to h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of the events reportedly occurred during unknown dates between (B)(6) 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link needle-free IV connectors disconnected. The events were further described as during patient intralipid infusion, the one-link would disconnect from a non- baxter intralipid tubing leading to leaks. There was no report of patient injury or medical intervention associated with this event. No additional information is available.